Event description:
Customer reported, the mainframe rebooted during a procedure and the vertical lift works intermittently. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. Ge rep was unable to reproduce the re-boot problem. System operates as intended.